Event description:
It was reported that the ventilator's expiratory channel printed circuit board (pcb) was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. Expiratory channel printed circuit board (pcb) had traces of oxidation. According to received information, cleaning of expiratory channel pcb solved the issue. After cleaning the part affected with liquid, the device passed all performance tests and has been released for clinical use. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. According to the information provided by fse, the most probable cause of the contamination is water ingress into the ventilator and other equipment. The exact circumstances about the source of the liquid are unknown. The device's logs and the part were not provided for further analysis. The UDI information is not available since the device was manufactured before 2015.